Event description:
It was reported by repair work order that the lift arms were no longer operational on the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.